Event description:
Info received indicates the bed has no functions operating from the right siderail.

Manufacturer narrative:
The technician found fluid ingress on the siderail ucm board. The technician replaced the right siderail ucm board to repair the bed.